Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. The caller reported the connector pin was broken and the cord was frayed. It was reported the ins recharger was not holding a charge and they had to keep it plugged into the ac outlet in order to charge it. It was reported the connection felt loose and the wires of the desktop charger were exposed. The caller stated that on (B)(6) 2018. The device turned off because the patient was unable to charge it and experienced a loss of therapy. No out of box failure was reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event section d information references the main component of the system and other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating the replacement of the desktop charger resolved the recharging issue and loss of therapy.